Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4)- failure to follow steps/instructions. Reportedly, a femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported cuff miss was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported cuff miss cannot be determined. The additional proglide device used appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to an interventional procedure to treat coarctation of the aorta. Reportedly, the suture of the first proglide device was successfully pre-placed. During suture placement with the second proglide device a cuff miss occurred. A third proglide was used and the suture was successfully pre-placed. The sheath size was 18f. The interventional procedure was completed and hemostasis was achieved using the two successfully pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is established in the pre-close deployment technique. No additional information was provided.